Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device repeatedly tested positive for following bacteria during surveillance culturing tests at the facility. On (B)(6) 2018, the subject device tested positive for enterobacter cloacae pseudomonas spp.(>100 cfu/100 ml). On (B)(6) 2018, the subject device tested positive for bacillus spp.(24 cfu/100 ml), sphingomonas paucimobills (1 cfu/100 ml), acinetobacter calccaceticus (1 cfu/100 ml), acinetobacter species(2 cfu/100 ml) and shigella (2 cfu/100 ml) . On (B)(6) 2018, the subject device tested positive for gram positive bacilles(6 cfu/100 ml). On (B)(6) 2018, the subject device tested positive for unspecified gram positive bacteria (35 cfu/100 ml). It was reported that the user facility had reprocessed using an olympus endoscope reprocessor etd-3 and etd-4 (not available in the USA). There was no report of patient infection associated with the event.